Event description:
There were 2 tampons in 1 tampon [device physical property issue] case narrative: consumer reported via phone that there were 2 tampons in 1 applicator. No injury was reported.

Manufacturer narrative:
No investigation required since no problem occurred.

Event description:
There were 2 tampons in 1 tampon [device physical property issue]. Case narrative: consumer reported via phone that there were 2 tampons in 1 applicator. No injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
There were 2 tampons in 1 tampon [device physical property issue] . Case narrative: consumer reported via phone that there were 2 tampons in 1 applicator. No injury was reported.